Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. No information on possible further steps has been received.

Event description:
The user's hearing performance with the device is affected, the user has had no access to sound since (B)(6) 2025. User had a fall a few days prior to loss of sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected, the user has no access to sound.